Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant stated that the device was used prior to the expiration date. According to the complainant, the suspect device has been implanted and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017, that a wallflex duodenal soft uncovered stent was implanted to treat a duodenal lesion about 2 cm in length during a stent placement procedure performed on (B)(6) 2017. Reportedly, the patient¿s anatomy was tortuous and was not dilated prior to stent placement. The patient had a history of pancreatic cancer. According to the complainant, the patient¿s anatomy was perforated but the cause was unconfirmed and it is unknown if the perforation occurred at/near the stent but was reportedly on the "anal side¿. The patient was under follow up observation. The stent remains implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available a supplemental report will be submitted.